Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller alleged that the following results were obtained on a neonate patient less than 10 minutes apart: 85 mg/dl (inform ii meter) and 67 mg/dl (lab). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.